Manufacturer narrative:
The customer¿s report of error code 351.6610 was confirmed. Physical inspection of the device showed that the tamper proof seal was intact. Both iuis showed signs of contamination. The syringe barrel clamp showed signs of rust. The plunger grippers (claws) remained in the opened position after releasing the gripper control / drive head release. Upon internal inspection of the drive head, fluid ingress and contamination were found throughout the lower housing/carriage assembly; the large and small claws; the claw gears and the housing guide holes. In addition, the small claw gear had been worn down. The contamination from the claws, gears, and lower housing was cleaned using 70% isopropyl alcohol. Afterwards the syringe module was reassembled and the plunger grippers (claws) no longer remained stuck. The concomitant pcu was not returned for investigation. Both the error and event logs from the syringe module were reviewed. On (B)(6) 2016 at 05:43:44 am a channel malfunction alarm, (error code 351.6610.0 syringe_motor_watchdog_failure) occurred . The infusion stopped and approximately 30 seconds later the device was channeled off. Functional testing was performed and the device failed the instrument inspection portion of the test due to stuck plunger grippers (claws). Multiple test infusions were unable to replicate the channel error. The proximate cause of the reported event was a channel malfunction related to a software error. The error could not be replicated and the root cause could therefore not be determined.

Event description:
The customer reported system error 351.6610. There was no patient harm. No other details have been provided.